Event description:
It was reported that the device was oversensing noise which resulted in the false detection of ventricular tachycardia and atrial tachycardia, and false asystole. The device remains in use and no patient complications have been reported as a result of this event. Follow-up revealed that the sensitivity was decreased and the ventricular tachycardia zones were shut off.

Event description:
It was reported that the device was oversensing noise which resulted in the false detection of ventricular tachycardia and atrial tachycardia, and false asystole. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.